Event description:
It was reported while using bd nexiva¿ closed IV catheter system - single port, 20 g x 1.00 in. The catheter split. There was no report of patient impact. The following information was provided by the initial reporter: during IV placement of 2 different size catheters and at least 2 different patients (#20 piv and #22 piv) the catheter would not advance after getting a flash. When the rn pulled the catheter out after the attempt the actual plastic catheter that typically sits within the vein was compromised/split. This was reported out as the daily safety huddle in the ed, no further details (i.e. Lot #s) can be obtained. Catheters were discarded.

Manufacturer narrative:
E4: the initial reporter also notified the FDA on 10aug2023. Medwatch report # 0700070000-2023-8005. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.